Manufacturer narrative:
The device was returned to our us facility, and will kater be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under (B)(4).

Event description:
It was reported that during a laparoscopic appendectomy procedure (B)(6) 2025, the device showed a system failure error. They were able to complete the procedure using a back-up unit, without any patient impact. However, this issue caused a delay to the procedure of about 10 minutes.

Manufacturer narrative:
Per evaluation findings by the manufacturing site: during the manufacturer's technical inspection, the error reported by the customer could be confirmed. It can be concluded that the root cause is a defect of the flow sensors or the flow sensors cable. The conducted investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The corresponding instructions for use of the device inform that the product may fail during use and to have a replacement product ready for each application. This event is filed under internal complaint ID (B)(4).